Manufacturer narrative:
(B)(4). Eval results: (mi).

Event description:
During the index procedure the pt had two endeavor rx drug-eluting stents implanted to the mid lad and one endeavor rx stent implanted to the 1st diagonal. Pt was asymptomatic/free of symptoms at 30 day follow-up. Approx 1 month post index procedure the pt underwent a planned staged procedure and had two endeavor rx stents implanted to the 1st obtuse marginal. It was reported that an mi occurred one day post staged procedure. Mi was categorized as a non q wave mi, in the territory of the target vessel (lcx). Event was identified by the clinical events committee and deemed to be consistent with an mi. No further details are available. Pt was asymptomatic free of symptoms at 6 month, 1 year, 1.5 year, 2 year and 2.5 year follow-up. (Ref MFR # 9612164201100751).